Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the scope and the sterile adapter to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation. A follow-up MDR will be submitted if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the 0-degree endoscope kept flipping alignment and losing the horizon. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had reseated the endoscope and sterile adapter. The isi tse uploaded error logs and noted no errors. The isi tse recommended reseating the endoscope cable where it connected to the endoscope controller (ec) several times and then using another endoscope. The customer was continuing with the procedure and would replace the endoscope if the issue reoccurred. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.